Manufacturer narrative:
On 05/10/2011, prior to delivery to the health care facility, the bed went through normal quality control testing and met specifications, including the side rails and cushions. The facility declined return of the bed to kci but did allow a kci field repair technician to visually inspect the bed and test the side rails on 06/02/2011. The kci field repair technician was not allowed to power on the bed for a complete evaluation. All 4 side rails functioned as designed. It was noted that the patient left head side rail was found bent outward away from the bed. Kinair medsurg labeling available in print and online cautions. Kinair medsurg pulse has an exit alarm button feature where a 10 percent or more decrease in patient weight is detected when activated.

Event description:
On (B)(6) 2011, the risk manager reported that the patient became entrapped in zone 3. The nursing staff bent the patient head left side rail in order to free the patient. Subsequently, after an unknown period of time the patient coded and it was alleged the code was due to the entrapment. Kci made multiple attempts via e-mail, facsimile, and telephone to gather additional information. No additional information regarding the event or the condition of the patient could be obtained.